Manufacturer narrative:
(B)(4). The procedure date was (B)(6) 2013. The patient¿s symptoms first began 7-10 days after the procedure with a subdermal abscess. Local drainage occurred. The patient was given a local antiseptic. The current condition of the patient was reported as no problems, but deformed scar will need revision in the future. The physician opines that the sutures contributed the event. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a lipectomy and suture was used. Several days after the procedure the patient developed inflammation and wound dehiscence. The patient was treated with a local antibiotic. Additional information has been requested.